Event description:
The patient reported approximately three months after implant, she developed symptoms of numbness in the right leg which moved from the right hip to the right knee. The patient stated an MRI confirmed an intrathecal mass had formed near l1-l2. The patient underwent surgery approximately 6 months after implant to remove the mass. Therapy was continued; however, three months later, she developed new symptoms of "burning pain, like nerve pain" in the bottom of the feet. The patient stated an MRI confirmed the formation of another mass in the same location and the pump and catheter were removed. The patient reported she had excellent pain relief. The manufacturer requested additional information and confirmation of this event; however, no information was received from the hcp.